Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in a procedure performed on (B)(6) 2017. According to the complainant, while unpacking, the access sheath was noted to have a 2/3 dent or issue. The procedure was completed with another navigator hd access sheath. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A navigator dilator and sheath were returned. It was found that both of these device parts were bent in the middle. It is most likely that the failure of the device was caused by manipulation during unpacking/ prepping; contributing with the encountered issue. Therefore, the analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in a procedure performed on (B)(6) 2017. According to the complainant, while unpacking, the access sheath was noted to have a 2/3 dent or issue. The procedure was completed with another navigator hd access sheath. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.